Manufacturer narrative:
No devices or photos were received; therefore the condition of the components is unknown. Review of the device history records did not find any deviations or anomalies. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information.

Manufacturer narrative:
(B)(4). Other devices used: catalog #00597206532, nexgen all-poly patellar component, lot #62726491; catalog #00596404210, nexgen lps-flex articular surface, lot #61099975, manufactured by zimmer inc. (B)(4); catalog #00599601751, nexgen lps option femoral component, lot #62693770, manufactured by zimmer, ltd. - (B)(4). This report will be amended when our investigation is complete.

Event description:
It was reported that the patient was revised due to pain, swelling, instability and loosening.